Event description:
The customer reported the left monitor went blank during a roadmap and when it came up, the collimator was closed down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be working as intended.